Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the patient and the assignable cause was use error of closed clamp. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) regarding a slow flow patient alarm. The care giver (cg) also stated that the home patient (hp) had a lot of air bubbles in their patient line. The baxter technical service representative (tsr) assisted the cg to reposition the hp and then to do a manual drain. The cg stated that all of the air bubbles were gone now and the homechoice (hc) hadn't alarmed. The cg stated that the hc had stopped the manual drain. The tsr then assisted the cg to press go for the fill to resume. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.